Event description:
Reporter noted error code during phacoemulsification unit stopped, the chamber collapsed and a posterior capsule tear occurred. Performed an anterior vitrectomy and implanted rigid lens instead of foldable lens as planned.